Event description:
The customer reported a loss of monitoring on telemetry floors and on the solar 8000 monitors. No death or serious injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.